Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers reported via phone call that customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022. Blood glucose reading was 285 mg/dl at time of hospitalization. Current blood glucose was 403 mg/dl. Customer reported that they had a symptoms like headache, feeling sick, unwell, weak, extremity pain and cramps due to high blood glucose event. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with intravenous insulin drip and manual injection or insulin pen for high blood glucose. Auto mode feature was active at time of event. No further patient complication were reported. Device will be return for further analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the initial report in section b3,b5,d10 and h6 under 'health effect - clinical code', 'health effect - impact code' and 'medical device problem code' (2993) was incorrect. The correct information was included in section b3,b5,d10 and in section h6 with this report.

Event description:
Updated narrative: information received by medtronic indicated that the customer was hospitalized with diabetic ketoacidosis and hyperglycemia with a blood glucose value of 403 mg/dl at the time of incident. Customer was treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion). Customer experienced symptoms of feeling sick/unwell, headache, tired/weak, and extremity pain/cramps. Troubleshooting was performed and customer alleged the insulin pump was under delivering. The insulin pump was used within 48 hours of the reported event and auto mode feature was active at the time of the event. Customer will discontinue use of the device and insulin pump will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which were not correct in the initial report. The information has been provided in section b2, b5 and h6 (health effect - clinical code, health effect - impact code) with this report. Information submitted in section b2 (hospitalization - initial or prolonged) and h6 (health effect - impact code: 4607) with follow up 1 report were not required.

Event description:
Customer reported erratic sensor reading but said it was the pump. Customer went to the emergency room on (B)(6) 2022 at 08:00 for high blood glucose of 285 mg/dl (value was after he had already taken a manual injection) and diabetic ketoacidosis. Customer was not hospitalized. Sensor glucose was 168 mg/dl. Customer was feeling sick/unwell, had a headache, was tired/weak, and had extremity pain/cramps. Customer had high ketones. Customer was treated with insulin drip in the hospital. Customer alleged under delivery. Pump was used at the time of the incident. Per customer, auto mode was used. Sensor was used.